Manufacturer narrative:
(B)(4)

Event description:
Procedure: laparoscopic inguinal hernia-tepp. There was no unanticipated tissue loss. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon did not inflate during surgery. There was patient involvement. Additional information requested but not yet received. Once received a supplemental will be submitted.